Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented during a follow-up with episodes of noise on the rv lead. Fluoroscopy revealed externalized conductors. The lead was capped and replaced. There were no complications to the patient. The lead will not be returned.